Manufacturer narrative:
Review of the manufacturing records support that there were no related non-conformances noted during the manufacturing of the monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Preliminary evaluation results confirmed the reported issue. No physical damage was observed during the visual inspection. However, during evaluation testing, stroke volume and cardiac output values were deficient, resulting in failure. The monitor will be removed from service and returned to the manufacturer for additional testing and evaluation. The results of the manufacturer's investigation will be provided in a supplemental report. In this instance, there was no patient involvement as the discrepancy in stroke volume and cardiac output values was noted during testing. If there were inaccurate values during use, clinicians are well trained to evaluate the entire clinical picture of the patient before making treatment decisions as pressure readings should correlate with the patient's clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The initial complaint stated that the flotrac cable ¿was not working.¿ the cable was returned and tested with no faults identified during evaluation testing. In an effort to isolate the issue, the associated ev1000 system referenced in this report was evaluated locally on september 1st 2017, using a simulator. While the simulator tool is an acceptable means of troubleshooting, it is not an acceptable means for determining whether a device meets specification(s). During the simulation, the values produced were out of range for cardiac output and stroke volume. The ev1000 was removed from service and sent to the manufacturer for further evaluation. The manufacturer evaluated the device using a databox functional test station (fts). The fts serves the purpose of testing ev1000s for release acceptance. The results of the fts testing were appropriate, negating the results obtained via simulation. Both the cable and the ev1000 were release-tested and found to be performing as expected. The simulator was removed from service and is currently under evaluation to determine the source of the aberrant results.

Manufacturer narrative:
The device is expected to be returned and evaluated. However, at the time of this report, the device had not yet been received. A supplemental report will communicate the review of the device history record, product evaluation and investigation results.

Event description:
It was reported that during evaluation of a flotrac cable complaint, the local service provider evaluated the ev1000 system in an effort to isolate the failure and investigate the cable ¿not working.¿ there was no patient compromise reported with respect to the cable not working. During the evaluation, when the ev1000 system was tested without the cable, the cardiac output and stroke volume values were out-of-range and the monitor failed to display an alert or error message. There was no patient involvement during the evaluation of the monitor.